Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker showed 72 months remaining and two months later it decreased to four and a half years remaining. Right ventricular automatic capture (ac) was turned on a that time. The patient presented six months later and there was one year remaining for the pacemaker battery. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to submit the analysis results.